Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and under sensing. The device was reprogrammed and electrical measurements improved. No patient symptoms were reported. The patient would continue to be monitored.